Event description:
This report summarizes malfunction event, where it was reported the patient attempted to hang themselves by attaching a ligature to the device. The patient did not suffer any adverse consequences as a result of the event.

Manufacturer narrative:
The device was not made accessible for testing. However, the customer did not allege any defect or malfunction of the product.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the patient attempted to hang themselves by attaching a ligature to the device. The patient did not suffer any adverse consequences as a result of the event.